Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was going to have an MRI for their lumbar region because they were having a lot of discomfort in the lumbar area and the pain stimulator had never helped them. The stimulator had been implanted at the end of (B)(6) 2014. The device had provided only some relief from the patient¿s chronic back pain. The device had not given the patient the relief that they needed and the constant back pain was progressively getting worse. The patient was now in the process of contacting various surgeons to help with their lumbar condition and was told that they needed an MRI to determine the steps that needed to be taken. The patient could not undergo a full body MRI like they needed because their leads were not compatible with the MRI procedure. The patient was in the process of requesting a surgeon to remove the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.